Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit's feed rate is too high.¿ the unit was triaged and the reported issue could not be confirmed at this time. Rotor timing and accuracy were checked. Both measurements are within specification. Recertification testing was performed and unit passed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit's feed rate is too high. There was no patient harm and the customer stated that there is no further information available.